Event description:
Related manufacturer reference number: 2017865-2022-10068 / 2017865-2022-10071. It was reported that the patient presented to the emergency department. Upon review, the right ventricular (rv) lead exhibited loss of capture and the right atrial (ra) lead exhibited noise leading to oversensing and inappropriate mode switch. The ra and rv leads were explanted and replaced. During the new ra lead implant procedure, an insulation breach was noted on the connector side of the lead. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Event description:
New information received notes that the ra lead exhibited intermittent sensing.

Manufacturer narrative:
The reported events of intermittent sensing and noise were not confirmed. As received, a partial lead(distal portion) was returned in one piece. During electrical testing, the lead was shorting due to procedural damage at the distal region of the lead. X-ray examination was normal. Visual inspection found no anomalies with the exception of procedural damage.